Manufacturer narrative:
Multiple attempts were made to obtain information regarding the patient, repair, and operational status of the device that have been unsuccessful. The root cause can not be determined.

Manufacturer narrative:
Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported.

Event description:
It was reported to philips by a customer that the unit has an alarm blow temp high. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the customer stated the unit was giving a high temp error and blower stall error code. The rse and customer verified that the blower is connected to the mc pcba and the blower rpm monitor increased above 3000 rpm when the pressure controller was set to a value above 0 cmh20. The rse informed the customer that if the blower rpm does not increase above 3000 rpm replace the blower or mc pcba to re-establish the tachometer signal. The rse gave the customer the part numbers and prices.